Event description:
Initial reporter indicated "the cable that attaches the wand to the handheld (jornada) has to be held a certain way for it to work. The physician tried using a different wand with the handheld and everything was fine, so the physician thinks something is wrong with the wand." MFR is pending receipt of the wand and serial cable for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.